Event description:
This report is being filed after the subsequent review of the following literature abstract: scoliosis review - the northern ireland experience with growth rods. Spence, d. Et al. (2013) scoliosis review - the (B)(6) experience with growth rods. Eur spine j (2013) 22 (suppl 1): s54-s78. This was a retrospective study of 25 patients (17 male, 8 female, with an average age at time of surgery 6.6 years, and range 2-12 years) with scoliosis. From (B)(6) 2004 to (B)(6) 2012, the patients had growth rods inserted and subsequently lengthened. Nine of the patients started with a single rod and required conversion to dual rods at some point. Fourteen patients had dual rods inserted initially; one remaining patient underwent vertical expandable prosthetic expandable rib (veptr) implantation. The levels of implantation varied from t2-l5 with hooks and screws used superiorly. The cobb angle was measured preoperatively and postoperatively. X-rays were reviewed (dates and results not specified), and cobb angles recorded. The results showed that the rods can dramatically improve scoliosis deformity and the improvement is maintained with consequent lengthening procedures. Complications in this study included 1 broken rod and 1 rod that "cut out" which required revision surgery. This report is 1 of 2 for (B)(4). This report is for an unknown rod. A copy of the literature abstract is being submitted with this medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). This report is for 1 unknown rod, unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: updated 510k, product code, and common name. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.